Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 70 mg/dl. Customer stated the drive support cap was normal. The customer was advised to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected a33 alarm noted during testing. Device passed rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.